Event description:
Patient reported experiencing high blood glucose (329 - 580 mg/dl), while using the infusion sets, from this lot. They indicated that they attempted to resolve the concern by changing their infusion set (6 times on the day of the report), and delivering additional insulin; however, their blood glucose did not decrease, as expected. Patient then switched to a different type of infusion set, and their blood glucose began to decrease. No treatment was received.